Manufacturer narrative:
A qualified viscoelastic was indicated. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the posterior capsule was torn by the leading haptic which was in a fish hook shape pointing downwards or it was torn by the groove in the delivery system which was quite sharp a lens of a different model was implanted.

Manufacturer narrative:
(B)(4).